Event description:
Major pump unit(s) involved: external control system failure.

Event description:
Major pump unit(s) involved: external control system failure;battery clips.other component: battery clips;causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of one battery clip;type: lvad.